Event description:
The customer reported that the n65 monitor has missing segments in the saturation of peripheral oxygen (spo2) window. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4). The biomedical engineer stated that the boards were re-seated in the n65 monitor. The issue was resolved.